Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02216. It was reported, the patient has warmth and redness at the ipg site after about 45 minutes of charging. She reported, the redness remains for one hour after she charges. The patient stated, she charges two days per week but in three 45-minute intervals. She alleged, she has had this issue since implant. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction: 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.